Event description:
Medtronic received information via literature regarding a female patient with chronic renal disease, obesity, pulmonary hypertension, atrial fibrillation (afib), chronic obstructive pulmonary disease (copd), cerebral amyloid angiopathy and an ejection fraction of 25% who underwent the implant of a 31mm medtronic hancock ii bioprosthetic mitral valve due to endocarditis. Approximately 10 years later, the bioprosthetic mitral valve was surgically replaced with another 31mm hancock due to the reoccurrence of endocarditis. Approximately ten years later, mitral and aortic valve stenosis and increased gradient measurements (mean mitral gradient 22mmhg) were noted. Subsequently, at (B)(6), a valve-in-valve was performed to replace the bioprosthetic mitral and native aortic valve with a non-medtronic transcatheter mitral and aortic valve. Unique device identifier numbers were not provided. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: lutter g, salem m, frank d, puehler t. One-shot transcatheter double valve replacement: six-month follow-up-a case report. Eur heart j case rep. 2020 nov 14;4(6):1-4. Doi: 10.1093/ehjcr/ytaa335. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.